Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient used their programmer and it was sending shock waves everywhere, but not where stimulation needed to be. Patient felt shocking too much, and went down their leg. Patient was at 0.1v and felt no stimulation, and they could not go higher than 0.1v without shocking. Patient used to be able to go over 1v, and turned their ins off 2-3 days ago. Patient stated their healthcare provider wanted to replace their ins. Patient also wanted to test their bladder to make sure they were emptying out, but it was working last time they went to their doctor and emptied out 50 milliliters. At first, patient noted their therapy was not helping and not working right but then they said it had probably been a month since it had been actually helping their symptoms. Patient stated they fell on their right hip where the ins was several months ago. Medical history included patient had several bulging disks, not related to the device. Patient had a CT scan done that showed something was pinching in there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.